Manufacturer narrative:
Evaluation summary. An intrepid I/a tip was received and a visual assessment of the returned sample showed no obvious nonconformities. The sample was measured and the tip port hole diameter was found to be 0.01193 inches, which is within the specifications range of 0.011 - 0.013 inches. There were 960 paks associated with this handpiece lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. The associated infiniti system met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A sample is in transit to the manufacturing site for investigation.

Event description:
Additional information was provided by the surgeon who reported that the diameter of the irrigation/aspiration sleeve was larger in gauge than usually (ancient models). He added that several patients were concerned by this issue during 2 months in (B)(6) 2015 and (B)(6) 2015.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported that he found three tips with a diameter bigger than usual and there is a risk to impact in future patients as it causes an irrigation flow increase and reduces depth of anterior chamber. It is unknown if the event occurred during surgery or if there was any patient impact. Additional information has been requested but not received to date.

Manufacturer narrative:
Sample received at manufacturing site.

Event description:
Corrected information has been received. The diameter of the tip was affected, not the diameter of the sleeve.